Event description:
(B)(4). Pt states on (B)(6) 2014, he was under his house in a crawl space working on his heating system, he states after about 20-30 minutes of crawling around he was coming out of the scuttle hatch when his device shocked him. Pt felt fine before and after therapy. Pt states that afternoon his device started vibrating and did so once in the morning and then in the afternoon until we saw him in the office. When placing pt on programmer, the device had put itself in vvi back mode and had disabled all therapies. It was unable to be programmed out of this mode. When speaking with st. Jude technical services on the phone, they asked if pt had received any external defibrillation or underwent any recent procedures patient answered no. Note: st. Jude reps were called to the office. The device was giving an error code of "c8." When technical services was asked to explain what happened they state they were not at liberty to discuss this and wouldn't be able to tell us anything until after the device was removed and they could analyze it. They did recommend urgent device removal.